Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: item # unk, hip-unknown-heads-unk, lot # unk item # unk, hip-unknown-liners-unk, lot # unk item # unk, hip-unknown-stems-unk, lot # unk reported event was confirmed by review of pictures and radiographs. Photographs of the explanted shell and liner were provided. Evaluation of the photos revealed biological debris on both the shell and liner as well as evidence of wear on the poly liner. The rim of the liner appeared to be asymmetrical, confirming the event of poly wear. Review of x-rays identified superolateral positioning of the femoral head, reflecting polyethylene liner wear. Abnormal radiolucency involving the acetabular component and proximal femur was observed, reflecting osteolysis and possible component loosening. No evidence of subsidence. Extensive osteolysis was noted. Poly wear but no visible poly debris. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional report has been submitted for this event. Please see report 0001822565-2018-05671, 0001822565-2018-05685.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The event occured in (B)(6).

Event description:
It was reported that approximately 20 years post implantation, the patient was revised due to acetabular loosening. Attempts have been made and no further information has been provided.